Event description:
Ophthalmologist arranged for his pts to travel for the purpose of eye surgery by eximer laser. With both drs operating the laser, rptr's right eye was contacted by the laser beam 1cm off center. The procedure was terminated at that point, but rptr's vision was changed from -5.50 to -8.50. Dr stated that this had happened previously with another. Dr added that it had something to do with the gears in the control mechanism, but that no one knew why it happened. Rptr asked dr why he would use such an unreliable machine for this work and dr said that it was a rare occurrence that he likened to driving his car. Dr added that it wouldn't be high on his list of things to worry about. Today, over a year later, rptr's vision is -7.50 in the right eye. Rptr has consulted with another dr, but no one to date has offered an explanation 0f the laser's effect on eye. Rptr questions the use of a surgical laser device with such inherant unreliability and unpredictability.